Event description:
The following has been reported: biomed reported: "ticket stated "needs service". Cleaned and ran infusion pump test. Pump problem alarm came up. Patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pump problem alarm during an infusion. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The pump was reverted to bring up mode and checked for any failures from test station 1 through 7 and no failures occurred. The pump was opened to inspect for internal damages and found the fva pins were dirty, they were cleaned with alcohol along with the fva lip seal channels. The fva lip seals will be removed and replaced during repair. After repairs have been made, the pump will be sent to the test line for full functional testing.